Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance measurements. Noise and oversensing were also noted. A signal artifact monitor episode (sam) was also stored. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance measurements. Noise and oversensing were also noted. A signal artifact monitor episode (sam) was also stored. Additional information was received that this patient was evaluated in clinic and further testing was performed. A lead fracture was suspected but no confirmed. Reprogramming was performed. Additional information was received that this lead was capped and replaced due to a confirmed lead fracture. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance measurements. Noise and oversensing were also noted. A signal artifact monitor episode (sam) was also stored. Additional information was received that this patient was evaluated in clinic and further testing was performed. A lead fracture was suspected but no confirmed. Reprogramming was performed. No adverse patient effects were reported. At this time, this lead remains in service.